Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate 3/heartmate ii left ventricular assist system}.. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that the patient was recently discharged from a bleeding event on (B)(6) 2020 and reported to vad coordinator (B)(6) 2020 worsening shortness of breath (sob) at rest, nausea, and dark sticky stools. Small bowel enteroscopy on (B)(6) 2020 did not reveal any source of active or possible recent bleeding. Esophagus, stomach, jejunum, and duodenum were all found normal. Patient's hemoglobin count increased from 7.4 to 8.4 since discharge and rectal exam showed melanotic stool that was guaiac positive, concerning for gi bleed. The patient started on IV protonix and was admitted the same day. Egd was unremarkable. 1 unit packed red blood cells (prbc) was given on (B)(6) 2020 and patient was discharged home on (B)(6) 2020 on protonix.